Manufacturer narrative:
UDI= (B)(4); records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had episodes of slow ventricular tachycardia (vt) in which shocks were delivered. Review of the episodes revealed a wide complex techycardia with t-wave oversensing. The patient's medication was going to be adjusted to control the rate and rhythm. A follow-up appointment was going to be scheduled for a later date. No adverse patient effects were reported.